Event description:
It was reported that the implantable pulse generator shut off after a reprogramming or adjustment. The dr reprogrammed the device several times and was finally able to function normally. It was also noted that there were no strong magnetic fields nearby and the battery capacity was ok. Pt's status was unavailable at the time of this report. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).